Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co was able to review the product's lot history and it was found to be acceptable to release criteria.

Event description:
Dr. Reported that an implant failed to integrate. Pt is reportedly fine.